Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that indicated a pt had to be seen in the ER for an unspecified reason. The reporter alleges that it is as a result of the device not operating but would not provide further details beyond a demand for a new device.